Event description:
It was reported that the subject device had a poor connection when the scope was attached. The event occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects due to cable scratches. The available information and investigation results did not identify the cause. The static and distortion issue was also reproduced during the inspection, but the cause could not be determined from the information provided. Similarly, the connection problem was confirmed during the inspection, yet the investigation did not lead to a clear cause. Additionally, a new issue related to cable flooding was identified, which is believed to have been caused by scratches on the cable. The inspection confirmed that the previously identified issues were reproduced, indicating that the product did not meet specifications. The product had been repaired, and it was determined that the failure was not caused by this repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor connection when the scope was attached. The event occurred during an unknown procedure. There were no reports of patient harm